Event description:
The facility initially reported that they have a pt with lint particles in the eye. Additional info was received on 11/07/2008: the pt is likely going to have to have surgery to have the particles removed. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.